Manufacturer narrative:
Onyx was returned within the micro catheter. However, the remaining onyx will not be returned for analysis as it was consumed in the event; therefore analysis of the onyx could not be performed. Based on the reported information and device analysis of the returned micro catheter, the clinical observation was confirmed. It is likely that the micro catheter became entrapped during the embolization procedure due to excessive onyx reflux and the marathon micro catheter was pulled beyond the 20cm limit noted in the IFU (instructions for use). Per the marathon flow directed micro catheter IFU (instructions for use): ¿if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation.¿ per the onyx les IFU: ¿do not allow more than 1 cm of the onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx les reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment.¿ mdrs from this event: 2029214-2017-00993, 2029214-2017-00994, 2029214-2017-00995.

Event description:
Medtronic received information that the marathon microcatheter broke at the distal end during removal after onyx injection. There were no patient symptoms associated with this event. The patient was receiving onyx embolization to treat a posterior avm located in the right external carotid, occipital artery. The vessel tortuosity was moderate and the access vessel was the occipital artery, diameter 1.9mm. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as directed. The physician paused several times during injection, never longer than 2 minutes. There was no friction or difficulty during injection, and no force was applied during delivery or removal. There was at least 1 to 2 cm of reflux on the catheter, however, the catheter was in a straight segment of the vessel. The catheter tip was not entrapped or stuck and there was no vasospasm. The catheter was not stuck inside the guide catheter. The broken distal catheter segment was pushed out of the guide catheter with a 0.35 wire into the external as to not disrupt flow in the common carotid. The patient is doing well.